Event description:
The customer reported that their device turns "on", on it's own. There was no report patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.